Manufacturer narrative:
This report is submitted on november 23, 2022.

Event description:
Per the clinic, the patient experienced poor device performance since activation due to incorrect placement of the electrode. Subsequently, the device was explanted on (B)(6), 2022. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 04, 2023.